Manufacturer narrative:
Information concerning patients age and initials were not provided. Phone number of initial reporter was not provided. No information was provided as to patients position during surgery or the type of surgery.

Event description:
A hospital operating room employee reported that a woman, age unknown, had an unspecified surgical procedure on (B)(6) 2015. A 3m electrosurgical patient plate (model 8180f) was placed on the inside of the woman's right thigh. No skin preparation was conducted prior to placement of the plate. The woman was noted to have sensitive/fragile skin. When the plate was removed after one hour, the employee alleged that a layer of skin the length of the electrosurgical patient plate was removed, causing minor bleeding. The area was treated with a wound dressing. On july 17 the wound remained visible and was alleged to be mildly infected. Medical treatment was not specified. Company technical representative reviewed the photos and believes the skin tear was due to not following the instructions. The instructions for use state the following: "5. Plate removal do not remove by pulling on cable or cord. Start at corner. Peel back slowly at 180 degree angle to prevent skin trauma." Note: if the user had peeled back the plate slowly at a 180 degrees angle they would have noticed the skin was tearing and taken steps to reduce the amount of trauma. The skin residue on the plate was one continuous piece.